Event description:
Caller reports an unspecified error of "m5" not within device specifications on the compact plus system which could mean segments were darkened and/or missing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.